Event description:
It was reported that a caregiver requested assistance with meal announcement and app-to-pump synchronization after initiation of pump therapy, and the agent confirmed the caregiver used the circle app and guided use of the main ilet app and pump menu, including instructing that meal announcements require sliding the fork-and-knife control to register, with no breakfast announcement recorded prior to coaching, which aligned with an improper or incorrect procedure related to the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified involving the user interface and the need to slide, not tap, to announce a meal. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.